Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 516 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer attempted to address bg with a correction bolus, however, was treated with intravenous fluids of saline and insulin in the hospital. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage.